Event description:
Customer reported that vecuronium infused at a rate higher than expected. The expected concentration was 1:1. A 100 ml bag was hung at 1700 to infuse at 3.68 ml/hr. The vecuronium was hung as a primary infusion. By 1800 the bag was empty. The patient's vercuronium infusion was stopped for approximately one hour until clinical effects consistent with the overinfusion were no longer observed. No other clinical effects were reported. No additional patient/event information was provided.

Manufacturer narrative:
(B)(4). The report of an over infusion could not be confirmed or replicated during investigation. Review of the event log noted that the infusion was terminated early by a user following an alarm for occluded patient side. Rate accuracy testing performed with the set properly loaded found the device to infuse within specification. The pump module was received with an upper platen post broken off. Prior investigations for reported infusion bags emptying prematurely or observations of unregulated flow have confirmed this can occur with a broken upper platen post. The proximate cause for the customer's experience is attributed to the broken upper platen post. The root cause for the upper platen post breakage could not be identified but is suspected to have been from an unidentified abuse event. The dfu states to inspect the device for damage before use.